Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and cable were evaluated and replaced. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was intermittently not saving cine runs. (Data loss). There is no report of pt injury or death.